Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6 - explant date: 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7074005, UDI:(B)(4).

Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site due to placement. It was also stated that the patient felt stinging sensation which aggravated the patient's pain. The patent underwent an explant procedure and the patient had nerve damage at the pocket site as well as permanent indentions at the lead incision sites.